Event description:
The patient was admitted to the coronary cath lab for an elective case. The patient's history is unknown. The target lesion was the proximal right coronary artery. The target lesion was denovo and concentric. Aha/acc classification of the vessel was a type b2. The target lesion was pre-dilated with a balloon (2.5/14mm) at 16atm for 40 seconds. A cypher (3.0/18mm) was implanted at 24atm for 35 seconds. Post dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis after the procedure was a 0%. Act was not measured. Three weeks post procedure the patient was brought to the hospital in a shock state. The patient developed bradycardia and a pulse rate of 30 and blood pressure of 60. Coronary angiogram was conducted and the proximal right coronary artery was fully occluded with thrombus.